Event description:
The user reported that the charger caught fire while charging. Based on the images provided, the charger and cable appear partially melted in the area surrounding the charger receptacle. No injury, medical intervention, or property damage was reported.